Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Additional information noted six days after the injection, the patient informed the office of the events. The patient was prescribed aspirin and sildenafil for 10 days. Around 15-20 days later, all the symptoms had resolved except for the erythema, which resolved 4 weeks later.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the "nasolabial folds (0.5 ml per side) and puppet groove (0.5 ml per side)." About a week after the injection, patient reported experiencing "lesions mainly on the oral mucosa and nose" that occurred after the day of injection. Patient was treated with an unspecified medication. It was noted that "2 weeks after the event, still in recovery and medication.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the "nasolabial folds (0.5 ml per side) and puppet groove (0.5 ml per side)." About a week after the injection, patient reported experiencing "lesions mainly on the oral mucosa and nose" that occurred after the day of injection. Patient was treated with an unspecified medication. It was noted that "2 weeks after the event, still in recovery and medication.¿